Event description:
"Critical care team responded wo transfer patient to ICU related to respiratory distress. Respiratory therapist unable to intubate, so began to use ambu bag. Respiratory therapist states that something happened to the flap on ambu bag rendering it useless. Patient placed on bipap while a nurse went to obtain another ambu bag patient continued to drop in oxygen saturation, so began to use ambu bag, and flap tore again. Patient was eventually intubated, but declared patient suffered hypoxic brain injury."